Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that the bottles of acid and base reagent had been placed in the incorrect positions on the instrument. The tsc specialist instructed the customer to decontaminate and prime the system, which the customer did. The customer then ran quality controls, all of which were within range. The tsc specialist confirmed that the instrument has appropriate labels for the reagents and that the operator was trained on the proper way to load the reagent bottles. The cause of the discordant, falsely low tsh result is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). Upon discovery that the acid and base reagents had been put in the wrong places, the laboratory staff informed the physician(s) that they would need to rerun the sample and the result may require correction. The sample was rerun on the same instrument after a system decontamination and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.